Manufacturer narrative:
Lot number: hcg9080202. Expiration date: 08/2011. Control lot: 20miu/ml hcg urine lot: hcg100223-01, 100miu/ml hcg urine lot: hcg090521-01, 236.1ml hcg urine lot: hcg091103-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20/miu/ml hcg urine control at 3 minute read time. (N=4). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). The 236.1/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported false negative urine hcg pregnancy results on one patient who was 10 weeks pregnant by ultrasound. A (B) (6) female came to the ER at the chicago heights campus with abdominal pain and vomiting for 3 days. An hcg test was performed at the ER with negative results. About 7 days later, the patient came to olympia field campus with the same symptom, vomiting. An hcg test was performed at this facility and it come out negative also. An ultrasound was then performed and found that she was 10 weeks pregnant with twins.